Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on the in-house system and it triggered error 32056 during normal mode. The error points to pitch search light encoder. Pitch search light flat flex cable was replaced to resolve error 32056. This unit was tested on the test platform and it passed direction test, carriage, sensor check, brake tests, sine cycle, and carriage switch test.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer encountered error 32056 on arm 4 prior to docking the system. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed repeated errors 32056. The customer power cycled and performed emergency power off (epo) on the system with no success. The tse recommended the customer to continue the procedure without arm 4. The customer disabled arm 4 and the system powered back on without any issues. The site continued to complete the procedure as planned with three remaining arms. There was no reported patient injury.